Manufacturer narrative:
D4 - product code is not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. Saline solution was let to flow through the actual sample by gravity and was subjected to another visual inspection. Clot formations was found on the inside of the oxygenator. It cannot be determined when the clots formed in the actual sample, during use or during the transportation back to japan for evaluation. The actual sample, after having been rinsed and dried was tested for its gas transfer performance. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample with the obtained values meeting manufacturing specification. A comparative test was conducted as follows. The actual sample and a current product sample were circulated with blood at the blood flow rate of 2l/min. And at the back pressure of 200mmhg with no sweep gas applied. The o2 transfer volume was determined every hour. There was no deterioration in the gas transfer performance in either of the devices. The o2 transfer determination method was confirmed to be the same in both devices. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample, after having been rinsed and dried was the normal product with no issue in the gas transfer performance. Although an exact cause of the reported event cannot be definitively determined based on the available information, it is likely that clotting formed due to some factors, resulting in the reported event. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) "do not use this product for the period in excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: the child patient had been on ECMO for three weeks; by (B)(6) 2016 the customer had already changed out about three sets of circuits; in addition, some single oxygenator modules had also been changed out; on (B)(6) 2016 a single oxygenator module was changed out to a rx05w device, in which gas transfer performance became deteriorated within a few hours; it was then changed out to a competitor's oxygenator; one day passed and the complete circuit was changed out to a cx-xp12701; again, the gas transfer performance became insufficient and the oxygenator was changed out to a competitor's device of the same type; and blood loss was approximately 50 ml.